Event description:
On (B)(6) 2025, a patient underwent vacuum assisted breast biopsy procedure using the encor biopsy system with the encor biopsy probe. Prior to port placement procedure, package allegedly contains oily substance in the probe notch. There was no patient contact.

Manufacturer narrative:
H11: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for the encor product is adroit medical equipment. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent vacuum assisted breast biopsy procedure using the encor biopsy system with the encor biopsy probe. Prior to port placement procedure, package allegedly contains oily substance in the probe notch. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one 7g encor biopsy probe with a complete sample trap assembly, removable probe cover was received for evaluation. The syringe adapter and additional sample tray were also returned with the complaint sample. Product packaging and label were returned and verified with tw. The probe was received with protective tubing. The encor biopsy probe appeared to be clean. The probe body was rotated to identify any cracks. No cracks were observed on the probe body. The probe gears appeared to be clean and the aperture was received closed. Upon visual inspection, no damage was identified to the returned probe or the rear housing. Under microscopic examination a substance was noted throughout the probe aperture. No other anomalies noted. One electronic photo was provided and reviewed. The photo shows the distal end of one encor probe needle. The probe body and trap chamber subassemblies were not visible in the photo. The product packaging tray can be seen in the background, however the tyvek lid and product label are not visible. The probe cutter is shown in the fully closed position. Upon zooming in to 50%, a substance is observed on the probe cutter. No additional anomalies are noted to the probe needle or trocar tip. A manufacturing review was conducted to assess the potential source of the observed substance. Based on this review, the substance was identified as silicone oil applied to the cannula and cutter components during the manufacturing assembly process. The amount of silicone present on the probe cutter was determined to be excessive (overflow). Therefore, based on the photo review and complaint sample evaluation, the reported device contamination (substance on probe notch) is unconfirmed and the investigation is confirmed for the identified nonstandard device issue (overflow of silicone). The root cause was determined to be manufacturing-related. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (unique identifier (UDI) #), g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.